Event description:
Customer reported obtaining back-to-back blood glucose results of 245mg/dl and 121mg/dl on the advantage system. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.